Manufacturer narrative:
(B)(4). Additional intervention flap removed. Evaluation: a field service engineer (fse) visited the site, upon his arrival, fse found the laser z stepper driver was out of specification. Fse calibrated the z stepper driver to resolve flap thickness and replaced the semi-conductor saturable absorber mirror (sesam). Fse proactively replaced computer and lcs to analog pcb cable. Meets amo specifications. A clinical development manager (cdm) visited the site and surgeon reported that during surgery, the patient's eye was completely normal, docking smooth, meniscus exposure ideal and no loss of suction or gas escape. Cdm reported on (B)(6) 2011, pre-op bcva is 20/20 with manifesto refraction (mr) -1.75. Patient last post-op visit this week was 20/25 ucva, 20/20 bcva with mr+0.25 sphere. Doctor plans to perform photorefractive keratectomy (prk) on the patient's os in near future. Cdm provided surgery support with doctor on (B)(6) 2011 and successfully treated 7 eyes on the intralase.

Event description:
The intralase fs laser was used to create bilateral corneal flaps for lasik surgery on (B)(6) 2011. The doctor reported to the amo (B)(4) the laser created a thin flap of epithelium and the contained little stroma on the patient's left eye (os). Account reported the flap thickness was 55-60um, almost all epithelium with some stroma tissue temporally and the programmed flap depth was 110um. Surgeon removed the epithelial flap, applied mitomycin-c and inserted a bandage contact lens (bcl). No excimer treatment performed. The patient's preop bcva was 20/20 and postop bcva one (1) week was 20/40.